Manufacturer narrative:
Vygon cannot confirm a quality problem with this product without the defective device for verification of the root cause of the complaint. A review of the lot history record was performed. The quality control inspection records reveal zero non-conformities identified during this lot manufacturer in april of 2013. In addition, a review of the complaint database was performed, and our records indicate that this is the only complaint received for this product code. No corrective action will be initiated at this time, but vygon will enter this incident into our complaint log and continue to be vigilant about complaints of this nature.

Event description:
An IV was started on the patient and the extension set was attached. When the nurse attempted to flush the extension set it started to leak at the tubing/hub. A new extension set was connected to the patient and infusion was continued without delay.